Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection of the lead confirmed it had been severed and only a 72mm proximal segment was returned. Testing of the lead was not performed due to the lead damage.

Event description:
Boston scientific received information that a non boston scientific system replacement to a MRI system was performed requested by the patient. It was reported that during the explant of this right atrial (ra) lead, a piece of the atrial myocardium was attached which caused the patient to experience an effusion. The lead began to separate while using a laser for a portion of the extraction, at which time the superior vena cava had also become effused. An open heart surgical procedure was performed. There were no additional adverse patient effects. The local field representative is not sure if any pieces of the lead will be returned but will make an attempt to recover what they can of the lead pieces for return.

Manufacturer narrative:
It is unknown if any portion of the lead will be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product was returned for testing nearly two years following the initial observations. This product issue will be updated when evaluation is complete.